Manufacturer narrative:
The manufacturer's service representative instructed the customer over the phone to deactivate the emergency stop switch. The system operates as intended.

Event description:
The customer reported the joystick on the 9800 system would not operate. No patient injury was reported.